Event description:
Patient reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 02/16/2024.

Event description:
Patient reported a left side deflation. Healthcare provider confirmed. The device has been explanted.

Event description:
Patient reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : opening assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6

Event description:
Patient reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.